Manufacturer narrative:
This supplemental correction report is being submitted to update the implant date.

Event description:
It was reported that during induction testing involving this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD), the field lost telemetry with the device before a shock was delivered. The shock was still provided successfully, and the induction test was still able to be completed, however now the field was trying to get the shock impedance measurements values of the test, which were not available. Review of the case by engineering confirmed the drop in telemetry caused the lack of shock details in s-ECG as well as the lack of information concerning the shock impedance value. The field was informed that a manual sync shock can provide the shock impedance values. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that during induction testing involving this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD), the field lost telemetry with the device before a shock was delivered. The shock was still provided successfully, and the induction test was still able to be completed, however now the field was trying to get the shock impedance measurements values of the test, which were not available. Review of the case by engineering confirmed the drop in telemetry caused the lack of shock details in s-ECG as well as the lack of information concerning the shock impedance value. The field was informed that a manual sync shock can provide the shock impedance values. The s-ICD remains in service and no adverse patient effects were reported.